Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient stated that on (B)(6) 2023 the patient had a complex left knee revision with removal of unknown manufactured products. Depuy components were implanted during this procedure. Since that time, the patient has been experiencing pain, and a sensation of knee locking up/rotating. The patient saw a surgeon who noted that there was a failed junction allowing the femoral stem to rotate. Doi: (B)(6) 2023 , dor: unknown (left knee).

Manufacturer narrative:
Product complaint # (B)(4). E3: the initial reporter has been removed for confidentiality/privacy. The initial reporter is the patient. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received: on (B)(6) 2023, the patient had a left revision tka to address left femur osteomyelitis, left tibia osteomyelitis, left knee prosthetic infection, and pain. It was noted that the patient has had multiple infections surgeries and understands that their prognosis for infection free outcome is low. During the procedure the surgeon observed gray, friable appearing synovium(abnormal appearing), depuy components were implanted during this procedure, along with competitor cement and competitor cement restrictor.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.